Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The ECG (electrocardiogram) connector was loose. The cover hinge bullets were also found to be missing, an error in the programmer log was noted, the cooling fan was noisy, and the left keyboard hinge was cracked. (B)(4).

Event description:
It was reported the programmer had ECG (electrocardiogram) issues; the ECG was noisy. The programmer was returned for repair. No patient complications have been reported as a result of this event.